Event description:
Patient reported they changed from group a to group b for bed time and when they got up no charge came off. Patient reported it was zero. Patient stated they were told by a tech that when they added b group they didn't reset group a. Rep reset group a. Issues resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller doesn't work too well. Patient states the controller changes the setting by itself. The patient said he hasn't had to charge for 1.5 weeks as stim goes down to 0 by itself. The patient said if he goes to program b, stim will go up by itself and he's flying out of bed from that. He had stim set for 5, however it went to 0. This was noticed 3-4 days ago and he thought nothing of this. Then it just increased on its own and group a goes to 0 and group b goes to 0.1. The patient has been having pain because the stim goes to 0 and he has no stimulation.